Event description:
Physician attempted to deploy mynx closure device to femoral artery, after insertion of mynx and sheath removal, attempted to deploy collagen plug and "tamper" missing from device. Unable to deploy plug. No way of knowing tamper missing until device is in the artery. Mynx procedure aborted and manual pressure applied. Concomitant medical products: products that would be used for left heart catheterization, selective coronary angiography, right ventriculography, intravascular ultrasound of left anterior descending artery, stent of the left anterior descending artery.